Event description:
It was noted that there was a shocking or jolting sensation. It was noted that the device was explanted and will be sent to manufacturer for analysis. No patient information was obtained.

Manufacturer narrative:
(B)(4).